Event description:
The customer reported that a likorall 242 lift was involved in a patient fall. The sequence of events surrounding the fall was not provided. However, the customer reported that the patient sustained a ¿bump on the head¿ and ¿fell on his buttocks.¿ medical intervention was not reported.

Manufacturer narrative:
Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor-driven movement along the rail. An inspection of the device performed by a baxter technician noted that the lift¿s hydraulic block axle was broken. The customer was provided an estimate for repair. Based on the details provided by the customer, the patient sustained a bump on the head, with no noted injury as a result of falling on the buttocks. A bump or hematoma is an injury to tissues with skin discoloration and without breakage of skin. Blood from the broken vessels accumulates in surrounding tissues, which may produce pain, swelling, tenderness, and discoloration of the skin. Non-severe hematomas heal without treatment, cold compresses may reduce bleeding if applied immediately after the injury, and may reduce swelling, discoloration, and pain. In this event, a serious injury did not occur, the patient did not sustain permanent impairment of a body function or permanent damage to a body structure, and there was no report of required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes that no serious injury occurred. The device has been requested to be returned to the manufacturer for further inspection. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
The service technician inspected the lift and found that the hydraulic bloc axle (motor shaft) was broken. The unit was returned to lulea site for investigation. The unit was disassembled and the motor shaft breakage was confirmed. A functional test of the single fault safety (sfs) safety drum was performed. The result from the test was that the sfs safety drum was functioning as designed. This issue is determined to be caused by a mechanical malfunction (motor shaft breakage). Based on the details provided by the customer, the patient sustained a bump on the head, with no noted injury as a result of falling on the buttocks. A bump or hematoma is an injury to tissues with skin discoloration and without breakage of skin. Blood from the broken vessels accumulates in surrounding tissues, which may produce pain, swelling, tenderness, and discoloration of the skin. Non-severe hematomas heal without treatment, cold compresses may reduce bleeding if applied immediately after the injury, and may reduce swelling, discoloration, and pain. In this event, a serious injury did not occur, the patient did not sustain permanent impairment of a body function or permanent damage to a body structure, and there was no report of required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes that no serious injury occurred. A report of motor shaft breakage would be unlikely to cause or contribute to a death or serious injury, if the malfunction were to recur as the device has a secondary system with a safety drum that lowers the patient to the surface in a controlled and safe manner, in the event of a motor or transmission failure. This patented safety design provides protection against uncontrolled lowering. There are no risks identified for this failure due to the single fault system (sfs). After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue.

Event description:
The customer reported that a likorall 242 lift was involved in a patient fall. The sequence of events surrounding the fall was not provided. However, the customer reported that the patient sustained a ¿bump on the head¿ and ¿fell on his buttocks.¿ medical intervention was not reported.